Event description:
Closed down on tissue; fired three loads, then would not open. Had to open a new one to finish the procedure. Product had patient contact but no patient harm. Manufacturer response for powered plus articulating endoscopic cutter, (brand not provided) (per site reporter). Sending box for return.